Event description:
The enterprise (catalog/lot unk) did not advance through prowler select plus (606s255fx/ 17033056). The physician changed both products, and the procedure was successfully completed. The devices will be returned for analysis.

Manufacturer narrative:
Additional information: the enterprise catalog/lot numbers are enf452212/10424435. There were no patient adverse events. This is 1 of 2 mdrs submitted for this complaint with associated report numbers of 1058196-2015-00107 and 1058196-2015-00106.

Manufacturer narrative:
Patient age, gender, weight and target vessel were not reported. It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs submitted for this complaint with associated report numbers of 1058196-2015-00107 and 1058196-2015-00106.

Manufacturer narrative:
Product returned for analysis on 5/20/2015. Complaint conclusion: the enterprise (enf452212/10424435) did not advance through prowler select plus (606s255fx/ 17033056). The physician changed both products, and the procedure was successfully completed. There were no adverse events associated with the event. No additional information could be obtained. A non-sterile prowler select plus 150/5cm 45tip was received coiled inside of a plastic bag. The hub and body of the device were inspected, and no damages were noted. The ID from the microcatheter was measured and was found within specification. The microcatheter was flushed using a lab sample syringe (nipro) and a 0.018¿ a guide wire lab sample was introduced into the microcatheter, and it advance smoothly to the microcatheter's distal tip. After that the microcatheter was flushed again and a lab sample enterprise was introduced into the microcatheter and it advanced smoothly until the microcatheter's distal tip without difficulty. The review of lot 17033056 revealed 9 defects were for wrinkles in tip and 2 for tight ID and they could be related to the reported complaint. However, the DHR review confirmed that the rejected units were properly segregated and discarded. Controls are in place to detect such nonconformities. No other issues were noted that were considered potentially related to the reported complaint. The reported resistance between the prowler and enterprise was not confirmed during functional testing. The cause of the failure experienced by the customer could not be conclusively determined. Procedural/handling factors appear to have impacted on the failure experienced by the customer. The devices did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. This is 1 of 2 mdrs submitted for this complaint with associated report numbers of 1058196-2015-00107 and 1058196-2015-00106.